Manufacturer narrative:
Additional information: section h imdrf annex codes correction - section b describe event or problem, section d medical device brand name, medical device catalog, unique identifier (UDI), medical device serial, medical device model, concomitant med prod data and section h device manufacture date. D4 & h4: serial number, unique device identifier (UDI) and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that bin 3.3 failed. A field service engineer (fse) unable to find part order shipped to site for repair. Further the fse confirmed that the issue was resolved by another team member. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ es refrigerator, the bin on the tower had failed to open and could not be recovered. The machine was hard rebooted, but it was still not working. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower the bin on the tower had failed to open and could not be recovered. The machine was hard rebooted, but it was still not working. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.